Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. After the needles were deployed, the foot would not return to the parked position. The pt was taken to the operating suite, where the surgeon performed a small cut down to the artery. The device was removed, and one stitch was placed to close the arteriotomy site.